Event description:
Physician performing turp [transurethral resection of the prostate] on patient and heard a popping / flashing of light, black residue noted on surgeons hand. Machine no longer being used, equipment switched out.